Event description:
The doctor was not able to advance the iab into the sheath. He commented that he felt the iab was not "wrapped tight enough." The iab was removed and a second was inserted. (Multiple event to customer complaint number 97-00425). (Event complications: unknown - reported 4/17/97. (Pt's current status: unk - rpt'd 4/17/97.)

Manufacturer narrative:
Iab was received intact for evaluation with membrane noted to be completely folded. Kinks were noted in inner lumen and sheath. Blood was noted on exterior of iab and within inner lumen. Sheath used with iab was also returned. Sheath was inn place over folded membrane. Sheat i.d. And catheter o.d. Were measured and found to be within datascope's mfg specifications. Folded membrane appeared normal under room light and polarized light. After sheath was pulled off membrane, a vacuum was drawn and maintained on folded membrane using a lab 60 cc. Syringe and returned one-way valve. At this time, folded membrane easily passed through returned 10 french, 6 inch sheath. No defects were found in sheath or iab. Probable cause of difficulty: no defects were found in folded membrane or in returned sheath based on examination. It was not possible to verify reported difficulty in lab. In general, difficulty advancing iab into sheath may be attributed to one or more of following: * user may have not drawn a sufficient vacuum on balloon during its removal from blister tray. * if drawn, a vacuum may have not been maintained throughout insertion procedure. * during insertion and advancement of sheath, sheath may have hit opposing wall of artery causing it to kink. * pt may have had a severe vessel tortuosity resulting in poor ballon insertion and advancement into sheath. * during iab insertion, balloon tip may have hit opposing wall of artery as it exited end of sheath.